Manufacturer narrative:
Reported that the patient experienced no post-op trauma. Surgeon stated that he believes that cage moved when the taper area of the cage received compression force. Images were not made available for review. Implant loosening (post-op migration) is listed as a possible adverse outcome in the instructions-for-use IFU supplied with the device. A definitive cause cannot be determined at this time. Remains implanted.

Event description:
On (B)(6) 2011, the interbody cage was inserted between l4-l5. After the surgery, the cage came out due to cage migration. When patient got up from bed on aug 18 some level of paralysis was noted. The surgeon is considering revising but has taken no action at this time. As an adverse outcome was reported an MDR is filed to document this event.